Event description:
It was reported that the pump was alarming and the screen read "error 1870". A continuous infusion rate of 2 ml/hour had been programmed, with a total reservoir volume of 66.7 ml and a given volume of 29.35. The screen reads run. The alarm returned upon pump attempting to cycle. There was no reported patient harm. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.